Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system pocket was failed. A field service engineer arrived onsite, and no issues was found. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5.1 pocket b5 was repeatedly failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.